Event description:
Dr placed implants at locations 21, 24,25, and 28 on (B)(6) 2017. Patient returned on (B)(6) 2018 with mobility issues. Dr examined patient and noted the implant at location 25 had broken. Dr. Stated that the broken portion was too deep in the bone to remove.